Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient went to bed on the evening of (B)(6) 2022 with a normal bg value (unspecified). The next morning he was unresponsive and his wife called the ambulance. He had no other symptoms and the cgm value was 266 mg/dl. Emergency medical services (ems) obtained a bg finger stick value of 30 mg/dl. They transported him to the hospital where the patient was diagnosed with severe hypoglycemia. The patient was unconscious for two days and did not remember treatments he received or details of the hospitalization. On (B)(6) 2022, he was discharged from the hospital, and after the event he was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.